Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while they were taking a shower. Review of device data by boston scientific technical services confirmed the presence of oversensing as well as changes in the amplitude morphology measurements. Testing was performed and the s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.